Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer loaded a new cartridge successfully. Reportedly, the customer did not know their blood glucose level and declined to test.